Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to customer's blood glucose level. Reportedly, the customer will continue to use current pump for insulin therapy.